Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence due to unknown device malfunction. A surgical procedure was performed during which the existing aus was removed and replaced with a new one. No further patient complications were reported.